Event description:
Related manufacturer reference number: 2017865-2023-02492. It was reported that the patient fell and sustained a head injury due to syncope. Upon interrogation, it was found that the patient's pacemaker exhibited noise over-sensing resulting in pacing inhibition. Episodes of high ventricular rate (hvr) were noted. During post-operation observation, it was found that the patient's right ventricular lead exhibited loss of pacing due to noise over-sensing. The lead was capped and replaced and the pacemaker was explanted and replaced on (B)(6) 2022. The patient was stable.